Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: cutter device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device stopped by itself. It was further reported that the device could not secure/lock the cutter device, the tool did not hold partially, and the motor misfired. It was determined that the entire handpiece was heavily contaminated by detergent residue and therefore, could not be partially dismantled. It was further determined that the device failed pretest for cutter assessment and temperature assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.